Event description:
The complaint was reported as followed by a health care professional. "The urine remain into the tube and does not flows into the collection room".

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. A return sample for evaluation is not expected. A review was performed on the device history record, and there were no deviations concerning the compliant issue. Based on the information received, a root cause of the complaint issue could not be determined. The possible root causes of the stop flow issue identified are; if the urine meter is not installed below the bladder level; if the tube is hanging below the level of the urine meter (the tube can be raised and lowered from the midpoint several ties for better flow). No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013.